Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("extreme chronic pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("excessive and abnormal bleeding during menstruation") and weight decreased ("extreme weight loss"). The patient was treated with surgery (she underwent a total hysterectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, menorrhagia and weight decreased outcome was unknown. The reporter considered menorrhagia, pelvic pain and weight decreased to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.